Event description:
It was reported that the patient complained of intermittent hearing. Exchange of the external equipment could not solve the problem. Telemetry testing of the implant showed first weak, then poor coupling; the patient had no hearing sensation anymore. The device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.